Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not alarm button error. However, the act button did not respond due to corroded keypad trace. The device was received with minor scratched display window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It is reported that the customer had high blood glucose levels of 256 mg/dl. The customer reported a button error from the insulin pump. The customer reported that he might have sat on it as it was inside the back pocket of his shorts when he sat. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.